Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records patient was revised to addressed failed right total hip arthroplasty with acetabular bearing surface wear, pseudotumor and abductor deficiency of the right hip. There was a large volume of cloudy fluid removed approximately 50ml. There was a defect in the abductor tendon unit at the tip of the trochanter, extending across to the anterior margin with only a few fibers remaining intact to the trochanter attachment sites.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review was not possible because the required lot code was not provided.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was stated that the patient had difficulty in ambulating.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Litigation papers states the patient suffered constant pain, possible nickel and cobalt poisoning. Update: 8/25/2011 plaintiff fact sheet received with part/lot information. This information does not change the investigational results. Update received 3/21/17. The sales rep has reported the revision surgery. The patient was revised to address pain, pseudotumor and elevated ion levels.

Manufacturer narrative:
Added: (patient).

Event description:
Asr litigation record and amended complaint received. In addition to what was previously reported, plaintiff also alleges excessive levels of chromium and cobalt in blood, emotional distress and injuries as a result of implantation and explantation of implants.